Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's product support engineer (pse) evaluated the device and confirmed the 1104 "check vent: backup alarm failed" error code in the event log. The pse determined that the central processing unit (cpu) board was faulty and needed to be replaced. The pse is waiting for an order from the customer, so the scheduled repair completion date has not yet been fixed. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device but could not duplicate the reported 1104 "check vent: backup alarm failed" error message; however, the error was confirmed in the event log. The pse believed that that the central processing unit (cpu) board may have been faulty and needed to be replaced. Because the 1104 error code was found in the event log, the pse replaced the cpu pcba as preventive measures. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) board was returned to the product investigation lab (pil). Per pil, the issue of ls1 and backup alarm failure has been previously investigated. Testing of this cpu board with the accusation of a backup alarm failure has been analyzed, and the results of the testing of this cpu board resulted in a no problem found.